Manufacturer narrative:
Mfg site name - (B)(4) medical.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2016. According to the complainant, as the clip was being deployed onto tissue, the control wire detached from the handle, causing the clip to be stuck on the tissue. Forceps were used to deploy the clip from the catheter. It was reported that the procedure was delayed due to the event. There were no patient complications reported as a result of this event and there was no consequences for the patient. Additional information received on (B)(6) 2016. It was reported to boston scientific corporation that the resolution 360 clip device was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the clip locked onto tissue; however, the clip failed to release from the catheter. It was noted that the cable would not release as it was disconnected from the handle. Forceps were used to deploy the clip from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2016. According to the complainant, as the clip was being deployed onto tissue, the control wire detached from the handle, causing the clip to be stuck on the tissue. Forceps were used to deploy the clip from the catheter. It was reported that the procedure was delayed due to the event. There were no patient complications reported as a result of this event and there was no consequences for the patient.